Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple episodes of auto mode switch due to atrial noise were noted. The noise was reproducible with provocative movements. The device was reprogrammed. The patients condition was good and would continue to be monitored with regular follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.